Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The 90% stenotic, de novo and severely calcified lesion was located in the mid right coronary artery (rca). Vascular access was gained through the femoral artery. During pre-dilation, there was resistance crossing the lesion with quantum maverick monorail 3.5mm x 12mm balloon catheter; however, the catheter did cross and pre-dilation was completed. An unknown size non-bsc stent was implanted. The same quantum maverick monorail 3.5mm x 12mm balloon catheter was used for post-dilation, but ruptured on first inflation at 14 atms. The balloon catheter was removed intact from the patient. The procedure was completed with a different device. There were no patient injuries or complications. The patient's status was reported as "good".

Manufacturer narrative:
The complaint device was not returned; therefore, product analysis was not possible. A review of the manufacturing records for this batch shows that the device met its material, assembly and product specifications. The most probable root cause is attributed to operational context.